Event description:
The pt reportedly began to experience a sound quality problem (date not given). The pt has been monitored at the center. Programming adjustments were made. In 2004, the pt reportedly was seen by the surgeon for evaluation. In july 2004, the decision was made to schedule explantation surgery. In august 2004, the pt was seen by a co rep for evaluation. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.